Event description:
Pt developed a rash around lips (external) and ears after a 30-45 minute dental procedure for application of orthodontic appliances. Clinical appearance and impression was of latex glove hypersensitivity. (Same rptr referred to in 1002484.)